Event description:
The user rec'd discrepant troponin t results for two pt samples. Sample 1 was a plasma sample in a 13 x 75 green top tube with an initial results of 0.119 ng per ml which was rounded up to 0.2 ng per ml, that was then questioned by the physician. The sample was tested the next day on the same analyzer with a corrected result of less than 0.01 ng per ml that was reported to the physician. No treatment was given and the pt was not adversely affected. In 2009, sample 2 was serum from a red top 13x75 primary barcoded tube with an initial result of less than 0.010 ng per ml. The repeat result from the same analyzer the same day was less than 0.01 ng per ml. The repeat results from the other elecsys 2010 were less than 0.38 ng per ml and less than 0.39 ng per ml. The erroneous result was reported. The pt was not adversely affected. The user stated she thinks there may have also been a bad calibration they didn't catch because the controls were in, but on the very low end of their established range.

Manufacturer narrative:
The field service rep was unable to determine a cause and checked the analyzer. Performance tests were completed to verify the analyzer performance.